Manufacturer narrative:
The investigation is ongoing.

Event description:
The healthcare facility reported that during an intraocular lens (iol) implantation, there was trauma to the capsular bag. An anterior vitrectomy was performed. The lens remains in the patient's eye.